Manufacturer narrative:
Additional information has been provided in sections d.9, h.3, h.6 and h.11. The company representative was unable to confirm nor replicate the reported issue. The system was tested and found to meet product specifications. As such, the issue is inconclusive. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for ¿complaints reported against this serial number¿ was performed. All relevant complaints found were reviewed as part of this investigation. This was due to a similar reported event and is currently under investigation. The root cause of the reported ¿laser low/no power ¿ system issue¿ remains inconclusive, based upon the information provided, at this time. However, the issue may be attributed to ancillary surgical factors. By proactively implementing preventive strategies, surgeons will prioritize patient safety. This can be specifically done by adjusting parameters (as suggested in the operator¿s manual). Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that device does not burn when firing the laser. Procedure details and patient harm was not reported. Additional information has been requested. Additional information has been received indicating before retinal photocoagulation. There was no contact with the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).